Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22944. It was reported that patient presented remotely. It was noted that atrial and right ventricular lead exhibited noise. No intervention was performed. The patient was stable and would be monitored.